Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of death and thrombosis are listed in the xience prime long length (ll), everolimus eluting coronary stent systems instructions for use, as known patient effects of coronary stenting procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a non-tortuous, non-calcified de novo mid left anterior descending artery. The patient presented with an anterior wall myocardial infarction on (B)(6) 2019. Angiography showed 100% occlusion at the lesion. A 2.5x38mm xience prime stent was implanted with good angiographic results. The patient was confirmed compliant with dual antiplatelet drug therapy. On (B)(6) 2019, the patient was brought dead to the hospital. Per the physician, the patients death is suspected to have been caused by stent thrombosis. An autopsy was not performed. No additional information was provided.